Event description:
An eye care practitioner reported a pt developed pain in their right eye while wearing focus night & day lenses, removed the lenses & due to worsening discomfort, did not replace themn. When pt returned from holiday, they presented to ecp's office with increased discomfort and other unspecified symptoms. The pt was referred to hospital for treatment. The report states that the pt was hospitalized for 2 days for an infectious corneal ulcer. Several requests have been made to obtain additional info.